Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: call service (B)(4) alarm observed in black box. Battery cap unavailable for testing; test battery cap used for investigation. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Bolus button is torn; bolus button still responds to presses appropriately. Pump opened; moisture damage found on printed circuit board.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.